Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a spider fx with a 7fr x 65cm sheath during treatment of a calcified and plaque cto (chronic total occlusion-100%) in the patient¿s mid and distal left tibial/popliteal trunk. Slight tortuosity and moderate calcification are reported. A hawkone atherectomy device and trailblazer support catheter were also used during the procedure. IFU was followed during preparation and procedure. Pre-dilation was performed. Procedure was successfully completed. It is reported on removal spider filter a piece of long plastic was observed in/out of the filter. The origin of the plastic is unknown. Post-dilation performed. No patient injury reported.

Manufacturer narrative:
Image review: two images were returned for evaluation. Per the images review, it was observed plastic debris material along the recovery end of the dual catheter and on the filter product analysis: the spider embolic protection catheter was returned for evaluation. No ancillary devices, cine, images or procedure notes were returned. The spiderfx device was returned with the filter observed within the blue recovery catheter. Plastic like debris was observed at the proximal radiopaque marker location. No abnormalities were observed on the spiderfx device. It should be noted the device was used with a trailblazer catheter and a hawkone device . Visual inspection of the plastic debris captured by the spiderfx reveals it is likely from other device used during the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.